Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, with the last strip in the drum of compact plus system 1 and 97 mg/dl on compact plus system 2 within 2-3 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).